Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion events on a steel contact detach infusion set with 23-inch tubing, with multiple recent set changes and no visible issues at the infusion site or tubing; device logs showed multiple meal announcements corresponding to the user¿s inputs, and the user reported elevated blood glucose values that were documented across several interactions, with in-call glucose values of 166 mg/dl and later 111 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included review of engineering logs and follow-up calls to obtain lot information and usage details. Investigation of this case revealed that the pump responded as designed to multiple meal announcements by the user and that no infusion set or tubing defects were identified during phone-based assessment. It was concluded, based on previously established findings for similar reports, that user-related use pattern and insulin delivery interruption consistent with occlusions were the likely causes.